Event description:
It was reported that during a routine follow-up this right atrial (ra) lead was found dislodged. The dislodgment was confirmed via fluoroscopy. Physician repositioned the lead successfully and the product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was created to correct the following: b. Adverse event or product problem 1. Type of report 2. Outcome attribute to adverse event.

Event description:
It was reported that during a routine follow up the right atrial (ra) lead dislodged. Physician repositioned the lead successfully and the product remains in service. No additional adverse patient effects were reported.